Event description:
It was reported to vyaire medical that transducer fault alarm occurred on the vela ventilator. The customer reported there was no patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Results of investigation: vyaire medical received the device for evaluation. Technician visually inspected vela printed circuit borad assembly, found no signs of misuse or damage. Installed printed circuit borad assembly on to a known good vela test fixture and connected unit to ac power. The reported complaint was confirmed through the events log and duplicated during functional check. Exhalation pressure transducer (pt801) has failed. This is a known issue. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.